Event description:
It was reported by the tech, at the hosp, that the belmont rapid infuser, fms2000, was used in a liver case on (B)(6) 2013 and it exhibited a overheated alarm. The serial number was not recorded and the exact message was not known. This unit was pushed aside without being investigated and the incident was not reported to belmont. The rapid infuser was being set-up (priming) on (B)(6) 2013 and during prime, it exhibited a "power module overtemp" alarm. The technician did not know if this was the same unit used on (B)(6) 2013. The incident was reported to the biomedical engineer, at the hospital. Another unit was brought in and had no problem delivering the blood product.

Manufacturer narrative:
Our clinical specialist, and our sales rep went to this hospital to investigate the incident. The hospital nurse and an anesthesiologist stated that it was unlikely that the rapid infuser was contributed to the patient death. The incident occurred during set-up and the unit was priming. The biomedical engineer, at the hospital, told us that he ran the implicated unit for 2 days with no problems. He also stated that in his opinion, the machine did exactly what it was designed to do to protect the patient. As of today, the unit is in quarantine by the risk management and is not available for us to investigate. However, the unit is designed to exhibited a "power module overtemp" alarm message when the temperature inside the cabinet is above our specified limit resulted from the intake fan filter being clogged or obstructed. When this alarm occurs, the system instructs the user to clean the fan filter. Also, the rapid infuser operator's manual provides instruction for the user to clean the intake fan filter every month as a part of the preventative maintenance.